Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose/carb intake, emergency medical services. The event involved product(s) mmt-342, mmt-431ag, mmt-7040b, mmt-1884. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. The explained sensor may have no longer been responding to glucose changes. The customer reported a sensor glucose vs blood glucose event. Troubleshooting was performed. The sensor glucose was¿ 124 mg/dl, and the blood glucose value was 52 mg/dl which was outside of the acceptable range. The insulin delivery was not suspended due to the sensor glucose vs blood glucose event. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-7040b. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6)2024 to (B)(6)2025. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 13-jun-2024. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date of 13-jun-2024 in the formatted history file. In further full review of the pump history/traces on the (primary) event date of 16-jan-2025, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 16-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date of 16-jan-2025 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6)2025 15:06:00.000 (B)(6)2025 10:51:00.000 (B)(6)2025 11:39:00.000 (B)(6)2025 14:14:00.000 sensorerroralert (801) was found on: (B)(6)2025 17:17:45.000 (B)(6)2025 19:22:45.000 lostsensor2alert (781) was found on: (B)(6)2025 12:03:00.000 (B)(6)2025 14:30:00.000 sgcalibrationerror (776) was found on: (B)(6)2025 21:54:09.000 (B)(6)2025 21:28:58.000 (B)(6)2025 06:15:44.000 sensorsignalnotfound (796) was found on: (B)(6)2025 12:36:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 95 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. No sensor glucose/blood glucose (sg/bg) anomaly noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked case and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for sensor glucose/blood glucose (sg/bg) anomaly and low bgs. Customer alleged for pump/transmitter communication anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.